Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt's wife has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt stated when opening the door, there was moisture. Pt states he has had no ill effects or antibiotics taken. There is no sample available for evaluation.